Manufacturer narrative:
The implant date was estimated to have occurred in (B)(6) 2025. Further information was requested but not received.

Event description:
It was reported that during a remote follow up, far field r-wave oversensing resulting in pacemaker mediated tachycardia (pmt) was noted on the device. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.